Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported that patient was having their drug pump removed today because patient had history of having reactions to different medications. No further complications were reported. Additional information was received from a manufacturer representative (rep). It was reported that it was unknown if patient's history of reactions to different medications was due to medicine side effect. Patient's pump was being managed by a healthcare professional (hcp) in a different city. Patient's weight was unknown. Pump was explanted and the facility would not let the rep take possession of the pump. No further complications were reported.